Manufacturer narrative:
Continuation of d10: product ID 97755, serial# (B)(6), product type recharger. Product ID 97745, serial# (B)(6), product type programmer, patient section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. It was reported that in the last month the implant charge sessions were getting slower. Patient noted that when they would charge their implant it would take 30 minutes or 2 to 3 hours. Patient stated that they were trying to charge the implant, the controller displayed software problem 1 - intellis, 2 - 3.6, 3 - 278, 4 - general message panel. During the call, agent walked patient through resetting the controller. Patient confirmed no visible damage to the recharger cord and controller port. Patient started an implant charge session and confirmed the controller battery was 100%, the implant was 30% and was recharging excellent. The troubleshooting steps that were taken on the call resolved the issue. Additional information was received from the patient. It was reported that the patient called back and repeated information, and noted that they continued to have issues recharging the ins. The patient noted they saw a "system problem: cannot continue: call medtronic: rm03" message. The patient spoke to a manufacturer representative via phone yesterday. The patient noted the recharger would get hot to the touch when recharging the ins and the recharger antenna was "crumbly." A replacement recharger was sent out.